Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged latch roller. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event opened during investigation of (B)(4). The device was serviced on-site by a baxter field service technician. To correct this condition the door latch roller was replaced. The root cause of the damaged door latch roller is unknown. The device was serviced and returned to the customer in good working condition. If any additional relevant information is received, a follow up MDR will be sent.